Manufacturer narrative:
The returned ICD was first interrogated. Device status was mol2, 107 charging procedures had been recorded. During visual inspection, the housing was found to be discolored. The housing can become discolored with normal oxidation processes. This phenomenon has no effect on ICD functionality. The contents of the ICD memory were checked; interference in the ventricular channel was apparent in all available iegms. Device sensing capabilities were then checked and no noise was found. The ICD recorded the provided signal without any interference. The therapy capabilities of the ICD were checked. The anti-bradycardia output signal was perfect and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified level of energy was attained. The charge time was also regular. The impedance measured in the rv channel at one of the fus and the impedance trend in the rv channel was constant and "in range" up to the point of ICD and rv lead explantation. The ICD production documents were checked. All production steps were correctly executed. There is no indication of a materials or production defect.

Event description:
Ous MDR - after an implantation time of about 38 months, a suspected lead fracture was reported. Discolorations were detected on the ICD housing. No worsening of the patient's state of health was reported.